Manufacturer narrative:
Concomitant products: model number: 5076-52 lead; implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Attempted revision of the ra lead was unsuccessful. Later on that night, the right ventricular (rv) lead dislodged and the patient experienced episodes of asystole. The following day, the ra and rv leads were removed and replaced. No further patient complications have been reported as a result of this event.